Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the emergency room, interrogation revealed an alert for a charge timeout reached and also vibratory patient notifier. The vibratory notifier indicated a possible malfunction of the capacitor. Performing a manual capacitor maintenance charging and programing the patient notifier for charge time were recommended. No further information is available.

Event description:
New information received on feb 7, 2019, indicates that the patient presented in clinic with an charge time limit reached alert that occurred on (B)(6) 2016. A manual capacitor maintenance was attempted, which also failed. The patient did not experience any consequences and no resolution was reported.